Event description:
A customer contacted haemonetics on (B)(6) 2012 to report that the operator turned the pcs2 machine on and saw a flame then smoke coming from the device. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report that the operator turned the pcs2 machine on and saw a flame then smoke coming from the device. No donor or operator injury was reported. Upon eval, carbonization and excessive damage was noticed throughout the device and scot was noted on electrical components. An unk residue was found on the connector port side of the board along several chip components. The machine is no longer in use. (B)(4).